Event description:
Product manager (smith & nephew) was present at capio artroclinlic on (B)(6) 2014. When the acl surgery was completed the or staff removed the draping and tourniquet from the patient and noticed immediately that the patient had a cold and pale color of the foot that was on the same side as the acl surgery performed. Surgeon was investigating directly with ultrasound while the foot heated with warm blankets/gel pads. The patient was moved to the recovery department. The patient was then sent to the (B)(6) university hospital for treatment and re-surgery. The surgeon reported to me that he had managed too long of a drill hole with the 3.2mm drill, used to prepare for malleolar screw in conventional manner at the tibial fixation. He had drilled through tibia and then too far on into the fibula and damaged a vessel. He describes the 3.2mm drill perceived fall off a bit (stops rotating) from the chuck during operation. But it was that they haven¿t tightened it enough with the chuck key to the drill chuck. It works just find when they use it again. All capio artroclinics power chucks and drills were checked and works as they should, no defect in any product was found. The product is still working perfect in daily use since then (6 months).

Manufacturer narrative:
(B)(4).